Manufacturer narrative:
The software analysis was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the manufacturer representative (rep) tried to load new software onto the system after updating the old software, the system was getting the following error, "system has detected an unauthorized attempt to install software." Technical services confirmed that the updated software was on the system with a self-test. They rebooted the system and the disk was tried again, but with same result. The rep tried using a different disc and it loaded successfully. The original disk was thrown away and is unobtainable. No patient was present at the time of the event.